Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/19/2016. The fse found a small crack in tubing at pinch valve pv37 and all associated tubing at pv37 was replaced and the general area cleaned. The instrument was powered on and no further leakage observed and system test passed and showed high vacuum within specification. Instrument operation was verified, and daily checks, latron and controls passed within specification. (B)(6).

Event description:
The customer reported high red blood cell (rbc) background values, low "high vacuum" values, and a retic voltage error message observed on a coulter hmx hematology analyzer with autoloader during startup. While troubleshooting the issue, the customer discovered a cleaner reagent leak of approximately 10ml the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.